Event description:
Philips received a complaint by the customer on the v60 indicating that the v60 blower has no output. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is currently pending.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the blower assembly and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.